Event description:
On 19-jan-2022, the following information was reported to kci by the patient: on (B)(6) 2022, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to a fungal infection. On 21-jan-2022 the following information was provided to kci by the wound clinic nurse: the patient had a fungal infection due to sweating under the v.a.c.® drape. The physician placed v.a.c.® therapy on hold until the next appointment. The fungal infection was treated with anti-fungal powder and an alternative dressing. No additional information was provided. The v.a.c.® dressing identifier provided by the patient was determined to be invalid and was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® dressing identifier provided by the patient was determined to be invalid and was not returned; therefore, a device history record review and device evaluation could not be performed. Based on information provided, kci could not determine that the alleged yeast infection is related to the v.a.c.® drape. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.